Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report constant adjust belt messages, as well as false indication that electrodes were not in contact with the skin. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/false indication of poor electrode contact) has been confirmed. As received, the electrode belt failed incoming testing. Upon eval, the cable connecting the front therapy electrode (te) and the distribution node (dn) as well as the cable connecting ECG electrodes c and d and the dn, were pulled from the dn, damaging internal pulse wires. The cause of the adjust belt messages and false indication of poor electrode contact is the damaged cables and wires. The root cause of the damaged cables and wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and wires. The pt received a replacement belt.